Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible on the balloon, on the shaft, on the hub and in the guide wire lumen. There was no contrast visible. The balloon was loosely folded. The balloon catheter was returned with the separation of the shaft on the midlap joint, 4cm proximal to the guide wire exit notch. There was no adhesive visible on the distal shaft or inside the proximal portion of the lap joint. There was no other damage noted to the balloon catheter. Product performance engineering has reviewed case description and analysis of the balloon catheter. The analysis was able to confirm the reported separation as the device was returned in 2 pieces. The separation had occurred at the mid lap joint of the shaft. Factors that may contribute to separations included, but not limited to, manufacturing, materials, tensile overload, patient anatomy, or physician technique. There was also no adhesive noted at the lap joint, which suggests the separation may be related to a manufacturing anomaly. It is possible that the joint did not receive adequate plasma treatment or contamination was present during the manufacturing process, such that the midlap joint in the shaft was not sufficiently bonded leading to a separation. Since the root cause may be related to the manufacturing process, a field discrepancy notice (fdn) will be issued for further investigation. The manufacturing lot history record was reviewed and there are no nonconformances associated with this product part/lot number combination. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: shaft separation. It was reported that the powersail balloon catheter was being used to post dilate a stent. Upon completing the post dilatation of the stent with two inflations, the device was being removed from the patient. Reportedly, the device separated into two pieces at the junction of the guide wire exit notch. The proximal portion was removed and upon removal of the guiding catheter, the distal portion of the device was also removed. There was no portion of the device left in the patient anatomy, and there was no medical intervention performed. No additional event or patient information is available.